Manufacturer narrative:
Conclusion: replacement valve was ordered and service tech indicated he would install upon arrival of part.

Event description:
It was reported that the mattress went flat when the customer was on it which caused a deep tissue injury to the pt's sacrum. Upon investigation of the mattress, the service tech found that though the foam cell assembly had a broken valve, the air bladder on top of the foam was inflated and in proper condition.